Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 960-152, serial/lot #: unknown. Analysis of the 960-152 found insufficient information. The electronic picture archiving and communication systems (pacs) were found to have given network settings for a separate navigation system. It was reported that once the settings were sorted out, the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of a procedure. It was reported that the site was unable to import scans but the scans that are labelled for stealth specifically can be imported without any issue. Any other exams from that MRI load up till about 30 slices and then the system becomes unresponsive loading. There was no patient present when the issue occurred. During troubleshooting, it was reported that the site was only able to create disk with every series set embedded rather than a per patient basis which is causing the system to become unresponsive due to too much data being read. It was reported that during further troubleshooting, site provided the network setting for a different navigation system and not the system in question. Once the settings are sorted the exams are transferring with no issues. The initial scans that had trouble importing were also tested and every scan is coming over successfully. The navigation network settings were reconfigured, and everything is transferring now.